Manufacturer narrative:
UDI #: (B)(4). Pt gender/sex: unknown/not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens, model zcb00, was implanted and then removed. Another lens, model z9002, was then implanted and again removed because the lens was not staying in place due to patient anatomy. An incision enlargement with sutures was performed to remove the lens. A third lens, an anterior chamber lens from another manufacturer, was implanted. No other patient injury was reported. No further information was provided. An separate MDR has been filed for the model zcb00 lens.

Manufacturer narrative:
The lens was returned to the manufacturer for evaluation. Visual inspection at 10x microscope magnification showed both lens haptics/loops were in good conditions and shape. Loose particles/fibers in the optic body were observed compatibles with handling the lens out of the sterile environment. No manufacturing defects were detected. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, returned sample analysis, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.